Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough, bmw elite ii; guide catheter: heartrail 6f jl3.5. (B)(4): incorrect prep. Evaluation summary: the device was returned for analysis. The reported balloon rupture was able to be confirmed. The reported material deformation/ flared stent was able to be confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for balloon rupture, material deformation/ flared stent or physical resistance from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted that the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) states: while introducing the delivery system into the vessel, do not induce negative pressure on the delivery system. This may cause dislodgement of the stent from the balloon.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the proximal to distal circumflex artery with heavy tortuosity and moderate calcification. Pre-dilatation was performed and the 2.5 x 15 mm xience xpedition stent delivery system (sds) was advanced to the lesion, with some resistance noted with the anatomy. The sds balloon was inflated to 5-6 atmospheres (atm) for 5 seconds, but the gauge of inflation device did not move and the balloon did not inflate; therefore, a balloon rupture was suspected. The sds was removed from the anatomy without issue, and the proximal stent struts were found to be flared. It was noted that the device was prepared inside of the anatomy and the balloon was soaked in normal saline prior to use. A non-abbott sds was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.